Event description:
The customer observed droplets of red cells on top of the mts gel card foil processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue and aborted testing, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root causes was determined. On ocd field engineer (fe) visited the customer site and found that the probe was misaligned and the pressure setting was out of specifications. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.